Event description:
Procedure type: colon resection. According to the reporter: the staples did not fire at all when the surgeon fired the device. The surgeon hand sewed the staple line. No bleeding reported. No tissue damage reported. It was reported that operating room time was delayed more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).